Manufacturer narrative:
Device has been returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The replication of collapsing phases was performed using the returned valve pvs-25/l and a demo accessory kit, in order to attempt to reproduce the reported event. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the simulation of the valve deployment in silicon aortic root #25, no problems was encountered during the ballooning phase: the sealing at the annulus level was guaranteed; thus, the valve remained fixed within the annulus. Then, inserting some water in the aortic root from the outflow side, no paravalvular leaks was observed during both the simulation. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. Since limited information was provided, the definitive root cause of the reported event cannot be established at this time. However, based on the performed analyses, it is possible to exclude the relationship between the reported issue and the returned device quality. Furthermore, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. The conclusion will remain the same.

Event description:
The perceval valve pvs25 was implanted on (B)(6) 2024. The patient was good after the surgery but on (B)(6) 2024, left heart failure and pulmonary edema was noted. Pvl was also found by echo. As such, the valve was explanted. Based on the further information received, after perceval was implanted, thrombocytopenia was noted (2.5 l) and platelet transfusion was done repeatedly. At the reoperation, thrombus in the left ventricle and damage to the aortic wall were found. The cause of the thrombus is unknown, and the damage to the aortic wall could have been caused by a perceval valve stent, but it could also have been caused by damage during removal of perceval. Reoperation was completed by implanting inspris valve, although bleeding control was difficult. Reportedly, patient passed away eventually at an unknown date.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow up report will be provided upon receipt of any further information or/and completion of investigation on the device.

Event description:
The perceval valve pvs25 was implanted on (B)(6) 2024. The patient was good after the surgery but on (B)(6) 2024, left heart failure and pulmonary edema was noted. Pvl was also found by echo. As such, the valve was explanted.